Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the pt's insertion device was only releasing half the time and it had released unintentionally. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was replaced and requested to be returned for product eval.